Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the ¿no image¿ was the plug unit was broken during the user handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a no image due to a defective plug unit. Upon further inspection, it was observed that the glue of the bending section cover was lifting and had scratches. Additionally, it was also observed that the bending section was crushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchofibervideoscope experienced no image and a white balance error. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.